Event description:
A director of nursing reported that a patient presented with possible tass (toxic anterior segment syndrome) one day following a cataract with intraocular lens implant procedure. The patient presented with intense inflammation and a 0.5 mm hypopyon. It was noted that there had been a recent change in the drapes and the (B)(6) stand cover included in the surgical packs. Additional information was received indicating that the patient's symptoms persisted for one week and resolved after receiving steroid and antibiotic treatment. It was noted that no cultures had been taken.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history, DHR (device history record) review, and sterilization batch review is not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Without a sample, a root cause cannot be determined. (B)(4).